Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2026, it was reported that (B)(6) advised that both the upper and lower arches are loose and pop out on a silent nite hinge. Additional information received reported that the appliance come out immediately upon insertion. The event occurred when they initially tried to insert. The appliance did not have proper retention. There was no injury and no medical intervention was needed. The date that the event occurred was not provided.